Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in a clinical study and was receiving lioresal 500 mcg/ml at a dose of 25 mcg/day via an implantable pump. The lot number was not obtainable and the indication for use was not provided. It was reported that on(B)(6) 2016, post-operatively, the patient had mild erythema around the incision of the itb pump. There were no known environmental/external/patient factors that may have led or contributed to the event. There was no known diagnostic testing or troubleshooting performed. Interventions/actions taken were reported as the patient's concomitant medication. Bactrin was started on (B)(6) 2016. The issue was not resolved at the time of the report and the pump remained implanted and in-service. At the time of the report the patient's status was reported as alive-no injury. Surgical intervention did not occur nor was it planned at this time. The patient's medical history included a stroke (inactive) on (B)(6) 2004, diabetes type ii on (B)(6) 2000 (inactive), anxiety on (B)(6) 2010 (inactive), cervical disc disorder with radiculopathy on (B)(6) 2010 (inactive), and spasticity (B)(6) 2004 (inactive). The patient's medications taken at the time of the event were reported as gabapentin starting on (B)(6) 2007 and ongoing; glipizide starting on (B)(6) 2010 and ongoing; aspirin starting on (B)(6) 2007 and ongoing; alprazolam starting on (B)(6) 2011 and ongoing,; plavix starting on (B)(6) 2007 and ongoing; 6 metformin starting on (B)(6) 2010 and ongoing; baclofen starting (B)(6) 2004 and not ongoing; hydrocodone7.5/acetaminophen325 starting on (B)(6) 2015 and ongoing; voltaren 1% starting on (B)(6) 2015 and ongoing; trazodone starting on (B)(6) 2015 and ongoing; baclofen starting on (B)(6) 2016 and not ongoing; baclofen starting on (B)(6) 2016 and not ongoing; baclofen starting (B)(6) 2016 and not ongoing; doxycycline starting (B)(6) 2016 and ongoing; and bactrin ds starting on (B)(6) 2016 and ongoing.

Event description:
Additional information received from the clinical site indicated doxycycline (100mg, oral, twice daily) and bacitracin (topical, twice daily) were administered until (B)(6) 2016. The antibiotics were used prophylactically. As of (B)(6) 2016, the drug dose was 133.34mcg/day; continuous infusion. The reprogramming was to maintain therapeutic dose. Dosing changes: (B)(6) 2016: lioresal (500 mcg/ml, 28.79mcg/day) (B)(6) 2016: lioresal (500 mcg/ml, 33.06mcg/day) (B)(6) 2016: lioresal (500 mcg/ml, 37.99mcg/day) (B)(6) 2016: lioresal (500 mcg/ml, 43.69mcg/day) (B)(6) 2016: lioresal (500 mcg/ml, 50.24mcg/day) (B)(6) 2016: lioresal (500 mcg/ml, 57.71mcg/day) (B)(6) 2016: lioresal (500 mcg/ml, 66.31mcg/day) (B)(6) 2016: lioresal (500 mcg/ml, 76.22mcg/day) (B)(6) 2016: lioresal (500 mcg/ml, 87.70mcg/day) (B)(6) 2016: lioresal (500 mcg/ml, 100.90mcg/day) (B)(6) 2016: lioresal (500 mcg/ml, 115.96mcg/day).

Event description:
Additional information was received from a company representative (rep) indicated the indication for use was spasticity. It was confirmed that bactrin was started as a result of the redness around the pump. No cultures were taken and erythema resolved with oral baclofen and doxycycline. No surgical intervention was needed to resolve the erythema.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated the mild erythema around the incision area and pump pocket of itb pump was indicated as not related to the trial drug and possibly related to the device. The start of the itb test was (B)(6) 2016 and the date of device implant was (B)(6) 2016. The catheter entry site was at l3-l4 and tip was at t3. The patient experienced pain. The outcome was noted as 'recovered/resolved' as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.